Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. Blood glucose at the time of incident was 50 mg/dl. Customer stated that they had too much of insulin and due to this blood glucose level was lowered and they treated it with food. Customer mentioned that he had low alerts and blood glucose was low which was confirmed by checking meter. Offered troubleshooting for low blood glucose and customer stated that his blood glucose level was in control now. It was unknown if the customer was using auto mode or not. Insulin pump and reservoir will not be returned for analysis.